Manufacturer narrative:
The unit was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self, restart error, displacement, rewind, basic occlusion, occlusion, operating currents, prime, force, off no power and excessive no delivery tests due to blank display. Unable to confirm download difficulty to carelink pro due to blank display. Unit received without battery cap unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that the insulin pump is damaged and they are calling back after a replacement battery cap was received. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery cap threads are stripped and the new cap did not resolve the pump issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.